Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 240 mg/dl. During troubleshooting for motor error alarm, it was found that customer was not sure if insulin pump was exposed to magnetic field or MRI when visiting doctor; drive support cap appeared normal and customer was able to complete rewind process. Customer also reported of receiving an off no power without first receiving a low battery. Customer reported that battery was previously used. Customer reported that insulin pump was rewound with reservoir in place because insulin pump automatically began to rewind after the act button was pressed. Customer was able to replace battery and clear alarms. Customer was advised to monitor insulin pump.